Event description:
It was reported that the patient did not receive therapy due to undersensing on the lead.

Manufacturer narrative:
Analysis found that the sensing and pacing coils were fractured close to the connector ring. Sem analysis indicates that the fracture occurred due to fatigue.